Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds. The leadless ipg was deployed six times against the septal wall in three separate locations, high, medium, low but thresholds remained high. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.